Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a perimeter of 66.8mm. The left ventricular outflow tract (lvot) was 65.5mm. Pre-dilation was performed with a 20mm non-abbott balloon. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Post-implant a mild perivalvular leak was noted. A post-balloon aortic valvuloplasty (bav) was performed with a 21mm non-abbott balloon. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a perimeter of 66.8mm. The left ventricular outflow tract (lvot) was 65.5mm. Pre-dilation was performed with a 20mm non-abbott balloon. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Post-implant a mild perivalvular leak was noted. A post-balloon aortic valvuloplasty (bav) was performed with a 21mm non-abbott balloon. The patient status was stable.

Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The investigation was unable to determine the cause of the reported perivalvular leak. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.